Manufacturer narrative:
The initial MDR 2432235-2015-00163 was filed on april 03, 2015. The first supplemental MDR 2432235-2015-00163_s1 was filed on may 01, 2015. Additional information (07/02/2015): a siemens regional support center (rsc) specialist was dispatched to the customer site to address the ongoing issues with the advia centaur cp instrument. The rsc specialist tested precision using multi-diluent and some replicates did not result as expected. The rsc specialist replaced the valve block and base pump, then repeated the precision test and results were all acceptable. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information (07/01/2015): while a siemens regional support center (rsc) specialist was at the customer site, he also performed instrument decontamination and preventive maintenance. The rsc specialist then replaced the acid injector assembly, the port base injection, the pump 5 membrane, the pump rotating piston, the valve manifold, the reagent probe syringe assembly, and performed preventive maintenance. The cause of the discordant tni-ultra results on two patient samples is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.amended with the additional troubleshooting information performed by the rsc specialist while he was at the customer site.

Event description:
Discordant troponin I ultra results were obtained on two patient samples when run in duplicate on an advia centaur cp instrument. The discordant results were not reported to the physician. The samples were repeated on the same instrument, resulting as expected for both patients. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin I ultra results.

Manufacturer narrative:
The initial MDR 2432235-2015-00163 was filed on april 03, 2015.additional information (04/09/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse discovered that the reagent diluter valve was sticking intermittently. The issue with the advia centaur cp persists and the customer is not using it. The cause of discordant troponin I ultra results on two patient samples is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed a total service call and a preventive maintenance. The customer was still having the issues with the instrument. The customer has stopped using this instrument and switched to the advia centaur xp. The customer did not obtain any further discordant results since the use of an advia centaur xp instrument. The cause of discordant troponin I ultra results on two patient samples is unknown.